Manufacturer narrative:
The customer¿s report that the male luer lock broke entirely from the tip and the tip of the bifuse remained stuck in the max zero connector was not confirmed. Visual inspection of both sets distal male luer locks observed no obvious damages or any issues. The rest of both sets components were also visually inspected and there were also no obvious damages or any issues observed. Functional and pressure testing resulted in no disconnections, leaks, or any issues observed. The root cause was not identified.

Event description:
The customer reported that when disconnecting the bifuse extension set from the maxzero that was connected to the patient, the tip of the male luer broke off and remained lodged inside of the maxzero. The tubing was changed and there was no report of patient harm.